Manufacturer narrative:
A photo of the actual sample was received and a visual inspection was conducted. The visual examination observed the applicator tip was damaged and appeared to be cut off likely due to manufacturing. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon insertion of a tampon she felt a scratch inside her vaginal cavity and noticed the applicator tip had jagged edges. She stated the petals were missing and one petal was only slightly attached. She stated she did not see any pieces of applicator but was concerned some pieces may still be inside her. She did not seek medical attention and did not experience any adverse health effects.